Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. Physician contact information: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma-alcl and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side ¿bia-alcl" and deformation. Healthcare professional reported "left breast itchy initially and then progressive swelling of left breast", "about 400ml seroma formation over periprosthetic space of left breast", "tenderness and chest tightness", "grade 1 capsular contracture" and "the breast MRI showed double capsules formation outside left breast implant". Pathological marker cd30+ and alk - has been received. It is unknown if patient's symptoms have resolved. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Black and brown particle material on the shell, red biological tissue, creases and particles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side ¿bia-alcl" and deformation. Healthcare professional reported "left breast itchy initially and then progressive swelling of left breast", "about 400ml seroma formation over periprosthetic space of left breast", "tenderness and chest tightness", "grade 1 capsular contracture" and "the breast MRI showed double capsules formation outside left breast implant". Pathological marker cd30+ and alk - has been received. It is unknown if patient's symptoms have resolved. The device has been explanted.